Event description:
Event description boston scientific cardiac rhythm management (crm) received no allegation against this cardiac resynchronization therapy defibrillator (crt-d). This event was created due to analysis.